Event description:
Inbound. Patient reporting no disposable clamp tubing alarm on cadd legacy pump with 42ml of medication left in cassette, cleaning metal sensor and reseating cassette did not resolve alarm, switched to backup pump with same alarm. Replacement sent. No further details provided.